Event description:
The customer reported 1-2 drops per cycle was leaking from the lh500 analyzer. The leak was not contained. No erroneous results were generated for this event.

Manufacturer narrative:
Service was generated, but later cancelled by the customer. The customer was able to tighten the thumb screw on the blood sampling valve (bsv) resolving the leak. (B)(4). Customer resolved the issue.